Event description:
In 2013, I had the essure procedure done. I have never had any health issue until after I had the essure. It first started with sharp/stabbing pain in my lower abdomen. It constantly feels like I'm gonna pass something sharp or my insides are gonna fall out. I have back pain from it. Headaches. I've tried putting it off, because the drs here in (B)(6) don't believe that the essure can cause problems. But, I can say it does. Now I'm having sharp pain in my left arm, shortness of breath, dizziness, light headedness, and I feel tingling/numbness in my left side of my face and arm. Anyways, I want my life back. I want the essure out. I work part time, but now I'm trying to find a full time job so I can get insurance.